Manufacturer narrative:
Neither facility's biomedical tech nor facility's nurse educator believe that a malfunction of any gambro device caused or contributed to this pt's death. Gambro has found no evidence to suggest that this device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy; all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device.